Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for blood glucose levels as high as 604 mg/dl. The customer stated that the cannula was bent when she removed the infusion set, and felt that it was due to the insertion device not inserting with the same force as before. Advised that the insertion device would be replaced. Nothing further was reported.